Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with frozen screen after battery was installed; the problem is isolated to the mother board. Unable to perform displacement test due to frozen screen. The insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).